Manufacturer narrative:
(B)(4). Placeholder.

Event description:
This was a lead extraction procedure to remove one iia recall rv ICD lead (mdt 6949, implanted 124 months) resulting in an svc/ra junction injury. The lead was prepped with an lld and the case started with a 14f glidelight, upsizing to 16f, then switching to a 13f tightrail, and finally back to the 16f. The 6949 took 4 minutes of laser time and the lead was extracted successfully. Ten minutes after the lead was extracted, the patient¿s pressure crashed and compressions began. The surgeon was in the room within 2 minutes, chest opened within 5 minutes, and a hole was located at the ra/svc junction. The patient went on pump, the hole was sutured, and the patient stabilized. Calcium and heavy scarring was noted in the pocket. The main area of binding was at the innominate and svc.